Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case as reported, the valve moved during deployment due to severe calcification at the ncc. After the movement the valve was below the calcification and could not anchor firmly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The explanted valve was returned for evaluation. The valve showed significant frame and tissue malformation. The sapien xt valve was appears to have been damaged during removal. The inflow and outflow of the valve were distorted most likely due to implant removal. Visual inspection did not show any observable damage to sutures, frame, skirt, or leaflet of the valve. The valve as returned was in a state which could not be utilized for fatigue analysis. Review of the frame did not indicate any deficiencies which may have indicated a fail on the integrity of the frame.

Event description:
It was reported by our japan affiliate that during a transfemoral tavr procedure, a 23mm sapien xt valve embolized into the left ventricle (lv) post implantation. The patient had severe calcification in the non coronary cusp (ncc), but slight calcification in the right and left coronary cusps. The patient¿s native valve diameter was 20-21mm measured by pre-procedural tee, which was the borderline for a choice between 23mm or 26mm sapien xt valve, so it was decided to determine the valve size with angiography during bav. Bav was performed with a 23mm bav balloon with 2ml less than nominal volume. The bav balloon size was measured with a caliper outside the body post bav and it was 21.5mm. Since angiography on bav showed no leak to lv, a 23mm sapien xt valve was deployed. During deployment with nominal volume, the valve was moved by the ncc calcification, resulting in canting on the right coronary cusp (rcc) side to a 20:80 aortic/ventricular position. A few minutes after implantation, when the guidewire was moved, the xt valve migrated into the left ventricular outflow tract and then further embolized into the lv. The patient was hemodynamically stable. The procedure was converted to surgical aortic valve replacement and a 19mm magna ease was successfully implanted. On post operative day (pod) 2, the patient was extubated and was in stable condition. According to the edwards field representative, the valve embolization into the lv because the xt valve could not be firmly anchored since the upper edge of the xt valve was positioned below the ncc calcification.